Event description:
The manufacturer received information indicating a pt expired when he/she became disconnected from a ventilator. The ventilator was reported to have audibly alarmed at the time of the event. The ventilator was returned to the manufacturer for investigation. The device passed all testing and was found to operate and audibly alarm as designed. No malfunctions or deficiencies of the ventilator were identified. The ventilator's error log was reviewed and no error which would indicate a device or alarm malfunction were present. The device's error log also confirmed the device audibly alarmed for low pressure at the reported date and time of the event ((B)(6) 2011, 09:41am). The manufacturer concludes the ventilator operates and alarms as designed. No further actions is required.